Event description:
It was reported that the day after implant, the atrial lead was determined to be dislodged. When atrial threshold test was performed, the impulses stimulated the ventricle and atrial markers were marking ventricular complexes. The device was reprogrammed to single chamber fixed rate (vvi 60). The atrial lead remains in use, but a lead revision was planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.